Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the incident was anonymously reported to us through the medwatch program we are unable to complete good faith efforts to obtain this information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient suffered a vascular dissection, low blood pressure and a hematoma due to a procedure where a faradrive sheath was used. While investigating an event involving one of our products noted a potential adverse event regarding a non-boston scientific (non-bsc) product. It was reported that after mapping the left atrium and removing the non-bsc catheter, the physician attempted to swap out the non-bsc access sheath for the boston scientific faradrive sheath in the right femoral vein (rfv). The caller stated that the access wire kinked (0.032 amplatz wire) and there is a possible dissection of the right femoral vein. The caller stated that contrast was injected through the rfv, and a "substantial" hematoma was noted in the right groin area. The caller stated that the patient's blood pressure had to be supported/managed by anesthesia. The patient has been taken to CT scan/ICU and status is unknown. Vascular surgery was called. Femoral vein dissection was done. Physician's opinion on the cause of the issue: md stated that the groin stick was more vertical, and the patient was overweight, making it more difficult to obtain venous access. The harm is associated with a faradrive sheath due to risk of the sheath having direct contact with vasculature tissue. It is reasonable to conclude the harm is not associated with the mapping catheter as it does not come into direct contact with the vasculature tissue as is manipulated to the target area via the sheath conduit. The dilator for the faradrive was being inserted over the wire to upsize to the faradrive sheath. That is when the incident occurred, which makes the faradrive the most suspected device. This report reflects information received by FDA in the form of a notification per 803.22.